Event description:
Catheter was occluded and needed to be reinserted on patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was occluded. The customer returned one opened kit along with three (3) sealed kits from the same lot number (reference files (B)(4).) The snaplock assembly and epidural catheter from the returned opened kit were removed and visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils. There is a heavy presence of biological material at the distal end of the returned catheter. Visual examination was also performed on the snaplock assembly and epidural catheter from the three returned sealed kits with no defects or anomalies observed. Ra functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 10. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-(B)(4).) And the pressure was increased to 10 psi to establish flow. No flow could be established out of the distal tip of the catheter. The test was repeated using the returned snaplock assembly and lab inventory epidural catheter. Flow could be established to the distal tip of the catheter, indicating that there are no flow issues with the returned snaplock assembly. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded approximately 76.2cm (10171599) from the proximal end of the returned catheter until an occlusion was found. The wire was able to push the occlusion on through the catheter. A flow test was once again performed with the returned catheter and returned snaplock assembly. Flow was established coming from the distal tip. However, the initial flow was reddish material that was pushed through , and the flow became clear indicating biological material present in the catheter was causing the occlusion (reference attached files (B)(4).). The flow rate was measured at (B)(4)., which is within the specification of 1ml/min. The snaplock assembly and epidural catheter from the three retuned sealed kits were also functional flow tested with no occlusion found and the flow rates were (B)(4). Respectively. A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of the catheter being occluded was confirmed during functional inspection of the returned sample. The returned epidural catheter was found to be completely occluded with biological material. Microscopic examination where the catheter was blocked indicated biological material was present between the catheter's inner coils at the distal end of the returned catheter. The snaplock assembly and epidural catheter from there returned sealed kits were also functionally tested with no issues found. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.

Event description:
Catheter was occluded and needed to be reinserted on patient.